Manufacturer narrative:
(B)(4) evaluation statement: the reported event of bd 30ml syringes not populating could not be confirmed. No product or event logs have been returned for this investigation, however it was later reported that the issue was due to an educational issue and users were not selecting ¿all syringes.¿ file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the staff on the surgical unit previously used monoject 35 ml syringes and recently changed to bd 30 ml syringes. The staff experienced an issue with the 30 ml syringe not populating on the pca device. It was later reported that it was due to an educational issue not pressing " all syringes". There was no report of patient involvement.